Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump turned off in middle with no warning. Customer reported that insulin pump had failed battery test, had to rewind more than once per reservoir change, sometimes there will be a delay in response after button was pushed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.